Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been received by the manufacturer for evaluation to date. This application represents an off- label use for this device.

Event description:
The catheter broke during the deployment attempt in an a/v fistula.